Event description:
It was reported that a spectrum iq pump was not detecting any occlusions during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was tested for upstream and downstream occlusion detection and was able to properly detect both upstream and downstream occlusions when introduced to a running set. All sensor calibrations were found within range and no abnormalities that could cause or contribute to the reported problem were observed. An event occurrence date was not provided however a review of the event history log revealed upstream occlusion and downstream occlusion recorded throughout the history log, however the log cannot be used to determine the conditions at the time of the alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.